Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of inlets had particulate matter in an unspecified location. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.